Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated a firmware error message/code. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the device was explanted and replaced due to end of service (eos). It was also reported that during explant the device was difficult to extract due to patient obesity, and "deep".

Event description:
It was reported that the device was returned to the manufacturer after being returned with no information.  The device subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event. Completed.